Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. There was no device malfunction associated with the event. The pulmonologist stated that the lesion was close to the pleura. The system logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. This was identified via fluoroscopy towards the end of the procedure. A chest tube was placed, and the patient required an overnight stay in the hospital and was subsequently discharged home. The location of the target lesion was in the lung right middle lobe, about 2.5 centimeters in size and close to the pleura. The patient was asymptomatic when the pneumothorax was observed as the patient was still under general anesthesia. The pulmonologist believed that the event was device related in that the catheter was advanced into the pleura; no unintuitive movement or any device malfunction was encountered. The pulmonologist indicated that his experience may potentially have been a factor as this was his second ion system case. Additionally, it was stated that the pneumothorax would have likely occurred via another modality due to the proximity of the target lesion to the pleura.